Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user no longer has any hearing sensation. A trauma to the head has been reported.

Event description:
The user no longer has any hearing sensation. A trauma to the head has been reported.the user was re-implanted.

Manufacturer narrative:
Additional information:based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user no longer has any hearing sensation. A trauma to the head has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.